Manufacturer narrative:
Pump received with broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube window and cracked case from reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump¿s top of the reservoir compartment piece fell off however reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.